Event description:
Improper extraction devices provided by depuy company for removal of hip screw. Pt underwent procedure for planned removal of fixation device on lateral aspect of right hip. The side plate and screws were removed along with the proximal cannulated screw in the femur. The hip screw itself could not be removed. Core biopsy taken of femoral head cyst. Bone graft to bone cyst.